Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, a visual anomaly was seen on the atrial lead under fluoroscopy. The lead was explanted and replaced. The patient was stable.